Event description:
Procedure: urogynecological. According to the reporter: pt has experienced pain, disability, and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).